Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is leaking insulin. The customer's blood glucose level was 438 mg/dl at the time of the incident. Customer stated that she smelled insulin and reservoir was going down more than normal. Troubleshooting was performed and no problem were found and no leak. Customer stated that they just thought there was a leak and that reservoir was going down faster than normal because their doctor changed settings. The reservoir will not be returned for analysis.